Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m31 air detected in cassette warning occurred in dwell 4 of 7. The patient was connected during incident. The film on the back of the cassette is loose, and all the supply bags sb(s) are hanging. All the lines were securely connected, and all cones were broken. The heater bag (hb) was not empty, and the unused lines were clamped. All sb's were empty. The patient also reported a fluid leak. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.